Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to olympus that the image appears green and red on the video scope. There were no reports of a delay or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirms both events. An image inspection was performed on the image sensor unit alone and it was confirmed that images were output normally, it is believed that a temporary deterioration in the electrical connection due to an accidental application of static electricity or an overcurrent caused by connecting or disconnecting the connector while the system is on had an adverse effect on the image signal output, making the image signal output unstable and causing the video connector electronic board to fail. It is assumed that overcurrent may be caused by connection and disconnection while the system is turned on, overcurrent from other devices or electrical wiring, or dust or moisture adhering to the electrical contacts between the system and the video connector. The inspection method for the suggested event1/2 is described in the operation manual "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device